Manufacturer narrative:
H6: investigation summary: from the photo provided to the quality team for evaluation, a 22g needle (gray color needle) was observed. From the reported description of the issue, this needle was mixed with the lot of 21g needles previously produced in that line (green color needle). Therefore, the team was able to confirm the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Review of the batch history record confirmed that no quality notifications were generated during the production of these lots, the team has also confirmed that the previous lot produced in that line was 21g, so in this case the existence of one grey color needle was due to a failure performing the line clearance by the operator between these two lots, producing the reported issue. Based on our strict preventative measures and the efforts on improving the operator¿s quality knowledge, we are confident that this handling failure is an isolated issue, and the occurrence chances are practically negligible. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe s2 10ml 22ga 1-1/4in bd china had the incorrect color. The following information was provided by the initial reporter: the warehouse reported to the manager that the connection of the syringe was gray, while the needle used before was green. Besides, the needle of this product was too small. One problematic product. The manager indicated that it might be necessary to return to the factory for inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml 22ga 1-1/4in bd china had the incorrect color. The following information was provided by the initial reporter: the warehouse reported to the manager that the connection of the syringe was gray, while the needle used before was green. Besides, the needle of this product was too small. One problematic product. The manager indicated that it might be necessary to return to the factory for inspection.